Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was being advanced into the eye and the cartridge broke. No patient injury reported. No further information is available.

Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.